Event description:
Pt was receiving flolan (epoprostenol) via syringe pump. Syringe was sent to unit for drug change (20cc of med in 30cc syringe). Prior dose sent was 30cc in 60cc syringe. Syringe change made at 12 o'clock. 7:30 pm - nurse noted 20cc was still in syringe. The syringe had not been installed in pump correctly.